Event description:
Per the clinic, the patient experienced poor performance and limited benefit with the device use. It was reported that the electrode array was partially inserted in the cochlea due to fibrosis. Reprogramming attempts were unsuccessful in alleviating the issue. The device was explanted on (B)(6) 2024, and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.